Event description:
Device analysis was performed on the returned m8 lead adapter and confirmed the event of the patient experiencing high impedances. X-ray inspection revealed that the second lead contact was fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension body and connector section of the lead extension. Bending the distal end could also cause cable fractures in the connector section of the lead extension. The broken cables are still contained inside the connector. It was noted that the returned m8 adapter was never implanted due to high impedances during the deep brain stimulation (dbs) implant procedure and a different m8 adapter was implanted instead. There were no patient complications during procedure.